Event description:
Mckesson narcstation does not have the programming to scan products when adding inventory into the cabinets even though the technology exists. The automated dispensing cabinets or "acudose" by mckesson utilizes bar-coding for assigning and restocking inventory. The same technology should be available for the mckesson narcstation. On various occasions, the incorrect drug was ordered through the wholesaler and accidentally restocked into the wrong spot in the narcstation. A simple bar-coding feature could have prevented this medication error. This lack of capability could lead to patient harm.